Manufacturer narrative:
The micor extractor was returned to the manufacturer and evaluated. The device was subjected to visual inspection and functional testing, which consisted of flow, vacuum, surge, and cutter testing. There was no damage or device malfunction identified and the device met specifications and performed as intended. The surge testing with an artificial eye revealed the pressure drop was within specification. The micor extractor device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. The surgeon attributed the event to a dense lens. The micor system was designed to build vacuum to maximum potential in the same timeframe as phacoemulsification. However, the micor does not have a computer display and was not designed with indicators for metrics such vacuum level, fluidics, etc. Importantly, the user has the ability to break vacuum at any time during lens extraction to mitigate the risk of capsular bag damage. The device labeling identifies capsular rupture as an inherent safety risk. Manufacturer's reference#: (B)(4).

Event description:
A patient underwent cataract surgery in the left eye on (B)(6) 2024 where the micor lens fragmentation system was used to remove the cataractous lens fragments. The cataract surgery was performed in combination with implantation of a glaucoma drainage device (gdd) where the gdd was implanted prior to lens extraction. A miloop was used for segmentation of the lens. The miloop was inserted into the corneal incision and the surgeon made 2 cuts with the miloop to segment the lens into 4 quadrants. There were no problems with the miloop portion of the procedure and the capsule was intact at the time the miloop was removed from the eye. The micor extractor was then used for lens extraction. The cataract was described as dense. While removing the last fragment, the surgeon appears to engage the micor at full throttle and a post-occlusion surge is observed, which is immediately followed by a posterior capsular bag tear. Review of surgical video revealed the tip of the micor extractor engaged with the posterior capsule. There was no loss of vitreous fluid and no vitrectomy was performed. The surgeon continued and completed lens extraction and implanted a posterior chamber intraocular lens as planned. Postoperatively the patient had corneal edema and mild inflammation that was treated with steroids. There was no surgical intervention, no change to the surgical plan, no decrease in best corrected visual acuity (bcva), and no sequelae. At the most recent visit 1-month postoperatively the patient's status and prognosis was reported as very good.